Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. System operates as intended.

Event description:
Customer reported could not do a follow on cine run after completing one. No pt injury was reported.